Event description:
It was reported that the pump declared an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 193 mg/dl. The customer followed technical support's instructions to clean the speaker holes and reconnect the cartridge, allowing insulin delivery to resume after a short wait. The issue did not recur, and the pump returned to normal operation. Technical support provided additional tips to prevent future altitude alarms, and the customer acknowledged the guidance.